Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Information for use: precautions and observations: as long as the patient is regularly and closely monitored at all times, patients may be seated for short periods, i.e.: for up to two (2) hours, as part of daily nursing care. During this period of seating, regular monitoring should be made to ensure the tubing is never blocked or kinked and to check for and avoid pressure damage to the anal/peri-anal region. For some patients, the length of the period of seating to avoid pressure damage to the anal/peri-anal region could be much shorter and the clinician should be alert to this possibility; as with the use of any rectal device, the following adverse events could occur: leakage of stool around the device; rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa; peri-anal skin breakdown; temporary loss of anal sphincter muscle tone; infection; bowel obstruction; perforation of the bowel. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complainant reported that "a patient of a weaning station "wearing" flexi-seal was placed in a rehab-chair for up to three (3) hours. So due to the non-lying position of the patient the fully inflated balloon exerted pressure on the mucosa until bleeding occurred. Thus we have a case of non-proper product usage that lead to mucosal bleeding. Usage of product was stopped and patient obtained 3 blood transfusions." No further information was provided.